Event description:
Children's medical ventures (chmv) rec'd a smartmonitor 2 ps (professional series) device back from a (B)(4) supplier stating that the display was not working and that the device was alarming continuously. There is no allegation of pt harm. The device was reportedly in use at the time of the alleged failure and appropriately notified the caregiver of a potential issue.

Manufacturer narrative:
Add'l 510(k): k061256. (B)(4). The MFR rec'd the device for eval and the complaint issue alleged by the customer was confirmed by the service technician. The unit was found to be alarming and the display's led's flashing due to the aaa batteries missing and the battery pack being depleted. An add'l finding unrelated to the customer complaint was also recorded during the eval and associated with one of the two alarms having a low audible volume. The aaa batteries and the alarm pca were replaced to correct the recorded issues. The alarm pca was forwarded to supplier quality engineering for further investigation. The primary alarm was found to operate and alarm to specification. The smartmonitor 2ps is intended for use in the continous monitoring of respiration, heart rate and spo2 levels of infant, pediatric, and adult pts. It detects and alarms for periods of high or low heart rate, high or low breath rate, and high or low saturation. When used as an infant monitor it is intended for use in a home or hospital or hospital environment. For infants only, it monitors and alarms for central apneas. When used as a pediatric or adult monitor, it is intended for use in a hospital environment. Based on a complete review of the available info, quality assurance has determined that none of issues recorded during the servicing of the device presents an increased risk to pt safety. However the faulty secondary alarm issue is being reported due to the critical nature of the component. The results of the investigation will be detailed in a f/u add'l info report once it has been concluded.